Event description:
This was implanted on (B)(6) 2006 and was explanted on (B)(6) 2017 due to inappropriate shock with therapy exhaustion, noted with oversensing without pacing inhibition and there was high shock impedance greater than 125 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6), nc. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)